Event description:
It was reported to our distributor in (B)(4) that there was a vns pt who has an infection. It was reported that the parents noticed that pt's left neck skin became red and swollen. The swelling extended to thorax. The pt had an operation on (B)(6) 2011 to drain the pus, in addition to antibiotic medication therapy. They had a total of 5 surgeries to drain pus. The diagnosis is (B)(6) infection, antibiotic resistant bacterial infection. The infection condition has not resolved and a decision to remove the generator and lead has been made. The pt's physician does not think their infection was vns related. The infected wound he suspects from mosquito bite, which pt scratched and had an open wound.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.